Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2022, the patient underwent treatment with the eluvia drug eluting stent as part of the elegance clinical trial. The 100% stenosed with proximal reference vessel diameter of 4.7 mm and distal reference vessel diameter of 4.6 mm with lesion length of 68 mm target lesion was located in the left distal superficial femoral artery. Prior to target lesion treatment, pre-dilation dilation was performed with 5mm x 40mm non-boston scientific (bsc) balloon and 5 mm x 20 mm bsc cutting balloon. A grade b dissection was noted post angioplasty and was confirmed that the bsc cutting balloon led to dissection. Treatment of target lesion was performed with placement of study device of a 6.0 mm x 80 mm eluvia drug eluting stent and the complication was resolved. Post target lesion treatment, with 6 mm x 40 mm mustang pta balloon, the final residual stenosis was noted to be 0%. Two days later, the patient was discharged from the hospital on clopidogrel and aspirin.